Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. The returned device's visual inspection, screening, temperature, impedance, and patency flow test were performed following johnson & johnson medtech procedures. Visual analysis revealed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Temperature, impedance, and patency testing were performed per johnson & johnson medtech procedures. The device was working correctly and within specifications. No temperature or irrigation issue was observed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the high force and high temperature issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The product instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with the tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the generator does not display temperature, verify that the cables from the catheter to the carto¿ system patient interface unit (piu) and the cable from the carto¿ system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying radio frequency (rf) power. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and when coming on ablation, the ngen¿ system displayed error "electrode temperature slope too high¿ and cut off ablation. When they attempted to go back on ablation, they had high force readings on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, screening, temperature, impedance, and patency flow test were performed. Visual analysis revealed a hole on the surface of the pebax, reddish material inside, and internal parts exposed. This finding is MDR reportable.